Event description:
Customer had taken their blood sugar and the result was over 300 mg/dl and then, a couple of minutes later from the same site, they had a result of 166 mg/dl. While on the phone an attempt at reviewing the system was made. During this review, it was discovered that the customer was using off-brand test strips. Appropriate supplies were sent to the pt to complete the phone review of the system. Customer was invited to call 24/7 with any questions/concerns and to call when they received the testing supplies.